Event description:
The physician attempted closure of the arteriotomy with the closer tsl 6 fr. Device. While withdrawing the device and lowering the knot, the suture locked onto the catheter and sheared off about 3cm of the j-tip. Manual compression was held for about 15 minutes to achieve hemostasis. Fluorography showed the tip near the arterial puncture site. Attempts by the cardiologist and a surgeon to retrieve the tip through the subcutaneous tract with hemostats were not successful. The pt was taken to surgery, where the tip was removed from the artery at the arteriotomy site. A patch was placed to repair the site. The pt recovered without further incident.